Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (fails incoming functional testing) was confirmed upon evaluation the monitor failed incoming functional testing when it reset during a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q13 and q17 on the defibrillator pca. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functional testing.